Event description:
Caller reported that a pump malfunction occurred, specifically displaying malfunction code malf 16, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was guided to use multiple daily injections (mdi) as a backup therapy. The customer was informed that their replacement pump would initially have software version 7.10.2, with an update to 7.10.3 accessible in their source account. Instructions were given to return the malfunctioning pump, with the customer acknowledging the need to set it into storage mode and ship it to tandem using the provided return box and label within 10 days to avoid additional charges.